Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had an unexpected restart alarm. Customer's blood glucose was 373 mg/dl at the time of the incident. Customer can't access the alarm history because the pump has a keypad anomaly. Customer stated that a temp basal was not programmed before the alarm occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer also had a button error alarm. Customer stated that the first bolus history list froze. Customer mentioned that he was at the beach and the buttons were not responding. Customer stated that the pump did not get wet. Customer took the battery out and after putting it back in, the screen showed an empty reservoir and a dark circle with an unexpected restart error. Customer was advised that the pump will need to be replaced. Customer stated that he will not be using the pump.